Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
The procedure was to treat a patient that presented to the cath lab suffering a st elevated myocardial infarction. Angiography revealed a de novo lesion located in the proximal left anterior descending artery. There was no evidence of existing thrombosis. Predilatation was performed prior to stenting of the lesion with a 3.0x28 mm xience alpine successfully. The stent was confirmed to be fully apposed to the vessel wall on angiography. The patient was administered integrilin throughout the procedure. The patient was taken off the cath lab table and placed on a stretcher, but was still in the cath lab. The patient complained of crushing chest pain, EKG changes were observed and the patient was placed back on the cath lab table. Angiography revealed the deployed stent was thrombosed. Additional integrilin was administered followed by thrombectomy and balloon angiography which successfully treated the patient. No additional information was provided.